Manufacturer narrative:
Boston scientific technical services (ts) reviewed device data that was sent in for analysis. It was determined that the device declared elective replacement indicator (eri) due to a charge time on (B)(6) 2018. Three months later the device declared end of life (eol) due to the eri to eol timer. It was confirmed that both eri and eol were declared prematurely due to extended charge time measurements. This results in extended charge times, but does not prevent charging or therapy delivery. Device replacement was recommended. The device was explanted and is expected to be returned for analysis.

Event description:
Boston scientific received information that during a routine follow-up appointment this implantable cardioverter defibrillator (ICD) was found to be at end of life (eol). The device was programmed to vvi 50 with one vt zone at 165 beats per minute (bpm). The charge time was 23.2 seconds. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly inspected and analyzed. Review of device memory confirmed that the device had reached eri status due to long charge times. Testing confirmed that an internal component was not securely attached to the circuit substrate. This open connection was between a diode component within charging circuitry and the electronics substrate. This incomplete electrical pathway within the device¿s shock charging circuitry resulted in the lengthened charge times that triggered eri(note that the battery was not depleted, but replacement indicators were triggered because capacitor charging was not accomplished within the specified time). Engineers determined that the conductive epoxy used to connect the diode component to the printed circuit board did not create a secure connection. Despite exhibiting extended charge times, the maximum shock energy was still available and therapy availability is not compromised in devices exhibiting this issue. Therapy would have been available to the patient (if required), albeit with a somewhat longer charge time. This intermittent connection manifests during capacitor reformations or therapy charges.